Manufacturer narrative:
No button error alarm. Unit received with intermittent esc button response due to flattened button keypad dome. J2 button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. They had issues with the keypad. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.